Manufacturer narrative:
The customer replaced gds to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The da board was replaced but the unit worked for only 155 hours, then the error occurred. It seems that the issue is with the (sol3). If this is the issue, then the gas delivery system (gds) will be replaced. Pending part for replacement.

Event description:
Customer reports outside of clinical use, the v60 has a pressure sensor auto zero alarm. No reports of patient/user harm or injury. Investigation is ongoing.